Event description:
The valve was explanted due to bacterial endocarditis. Three weeks prior to explant, the patient developed nausea, vomiting, diarrhea and melenic stools. The patient was diagnosed with bacteremia and an echocardiogram showed vegetations on the mitral valve consistent with endocarditis. The patient failed to respond to antibiotic therapy and a repeat echocardiogram showed extension of the endocarditis. Intraoperatively, vegetations were noted on the atrial side of the mitral valve and a gram stain revealed wbcs without organisms. The valve was replaced with a 27mec-102.